Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connection to the speaker was reset to resolve the issue.

Event description:
The hospital reported a speaker not detected error. There was no report of patient injury.